Event description:
Cannula sheers in low bp patients on re insertion in ICU.

Manufacturer narrative:
The reported issue of catheter defective/ damaged was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula20g/45mm catheter was defective / damaged. Cannula sheers in low bp patients on re insertion in ICU.